Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to a defective r781 driven ground resistor on the computer/analog board. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was unable to recognize an ECG signal.